Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had female patient, temperature sensing foley catheter fell out twice on the same patient. The first catheter was placed in the operating room (or) on (B)(6) 2024 (lot#ngjr0940) and the second catheter was placed in the intensive care unit (ICU) on 24sep2024 (lot#unk). The third catheter was placed in ICU on 26sep2024 for sure lot number ngj0940 was still in patient. They had one other random, lot#nghw0482 in ICU high probability that was not utilized on this patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had female patient, temperature sensing foley catheter fell out twice on the same patient. The first catheter was placed in the operating room (or) on (B)(6) 2024 (lot#ngjr0940) and the second catheter was placed in the intensive care unit (ICU) on (B)(6) 2024 (lot#unk). The third catheter was placed in ICU on (B)(6) 2024 for sure lot number ngj0940 was still in patient. They had one other random, lot#nghw0482 in ICU high probability that was not utilized on this patient.